Manufacturer narrative:
Updated with additional information stating the related model/serial number for this report is the right atrial (ra) lead of this pacemaker system. Thus, no allegations have been received for this lead and it remains in service. The initially reported allegations are capture on report (B)(4), which has the respective model/serial number for the right ventricular (rv) lead. Any additional information related to this complaint will be capture on that report number. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising pacing impedance measurements out of range. Subsequently, it was stated that this lead was replaced with a new one. No additional adverse patient effects were reported. Additional information was received from the field. The model and serial number related to this report are for the right atrial (ra) lead of this pacemaker system. Thus, this lead has no allegations at this time. The information first provided was for the related right ventricular (rv) lead of this pacemaker system which would be capture on report number (B)(4). No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising pacing impedance measurements out of range. Subsequently, it was stated that this lead was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.